Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-00755 for the other associated device information. It was reported to boston scientific on (B)(6) 2010 that an rx dilatation balloon was being used in an stone removal on (B)(6) 2010 involving an adult male patient (exact age, weight and date of birth are unknown.) According to the report, when the balloon was inflated, the contrast medium leaked from the balloon and a pinhole was noticed in the balloon. The same thing occurred with the second balloon. The procedure was abandoned because the patient had choledochitis. The doctor believes it was caused by the contrast medium and the patient will have further treatment to remove the stones once he has recovered. Further attempts to retrieve patient information was unsuccessful. If any relevant information is obtained, a supplement medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon had a pinholea, confirming the complaint description, and a kink in the catheter was noted. Balloon pinhole can occur due to contact between the balloon membrane and a sharp exterior source such as calcified lesions or contact with the scope. The most probable root cause of the balloon pinhole is operational context. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-00754 for the other associated device information. It was reported to boston scientific on (B) (6) 2010 that an rx dilatation balloon was being used in an stone removal on (B) (6) 2010 involving an adult male patient (exact age, weight and date of birth are unknown.) According to the report, when the balloon was inflated, the contrast medium leaked from the balloon and a pinhole was noticed in the balloon. The same thing occurred with the second balloon. The procedure was abandoned because the patient had choledochitis. The doctor believes it was caused by the contrast medium and the patient will have further treatment to remove the stones once he has recovered.

Manufacturer narrative:
(B) (6). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).